Event description:
It was reported that there was a tool malfunction where the implant would not connect to the driver resulting in the implant was being successfully placed.

Manufacturer narrative:
Dentsply sirona became aware of a serious injury that occurred while using the astra tech implant system this report is for the implant driver. The dental implant device report will be submitted separately. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.